Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/20/2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 03/10/2014 with the following findings: review of the black box data revealed the last basal delivery and the last bolus were recorded on (B)(4), 2013. The total daily doses added up correctly to reflect the user¿s settings. The basal rate settings for basal program 1 did add up correctly and did not support the allegation of the a1-weekday basal setting not adding up to the basal rate set. The alarm history showed only typical usage. The pump was exercised for 24 hours and was found to be operating within required specification and delivering accurately. No alarms occurred during testing. Investigation was unable to duplicate reported complaint and the pump was found to be functioning within the required specifications without malfunction. Unrelated to the original complaint, the display screen was found to be discolored. Additionally, a crack in the battery compartment was noted near the case seal.

Manufacturer narrative:
(B)(4). During a retrospective review of the complaint, it was discovered that while on insulin pump therapy on (B)(6), 2013, the patient experienced a reportable adverse event of hyperglycemia with blood glucose (bg) measured at high as 390.6 mmol/l accompanied by being thirsty a lot and frequent urination. The hyperglycemia was treated with bolus delivery of insulin via the insulin pump with the hyperglycemia resolved as evidenced by a bg measurement of 6.4 mmol/l.

Event description:
The reporter contacted animas on (B)(6) 2013 stating that the patient¿s healthcare provider had been consulted regarding the patient¿s high bg. Bg measurements were not specified; however, pump history revealed the highest bg record was on (B)(6) 2013 and measured 21.7 mmol/l. The reporter stated the patient got thirsty a lot and had frequent urination but had no ketones. This reported event does not meet animas¿ criteria of a reportable adverse event. The reporter stated th pump¿s blood glucose (bg) target had been adjusted the prior week from 5 mg/dl to 4.5 mg/dl. Troubleshooting by customer support revealed the basal setting total for a1-weekday did not add up to the basal rate set. This complaint is being reported because the discrepancy in basal rate setting and total was not resolved with troubleshooting.